Manufacturer narrative:
The following fields have been updated with additional/corrected information: d1, d4, h6, and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 29-aug-2022 to 28-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident it was determined that the drawer failed due to a faulty latch. The field service engineer reached onsite, replaced the insep latch with one that had a magnet intact, unlike the one in drawer 7 to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer failed in emergency trauma department, and it has been down for over 33 hours, preventing users from removing medication and affecting patient care. The customer added that the required medications were not able to be obtained immediately, requiring nursing and respiratory therapist to walk to another pyxis that was far. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer failed due to a faulty latch. A field service engineer replaced the latch to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system drawer failed in emergency trauma department, and it has been down for over 33 hours, preventing users from removing medication and affecting patient care. The customer added that the required medications were not able to be obtained immediately, requiring nursing and respiratory therapist to walk to another pyxis that was far. There were no adverse events or injuries reported based on this incident.